Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that there were numerous kinks throughout the shaft. The shaft was cut all the way down and was jagged with the distal end/tip detached and not returned. The separated end was also jagged, which indicates there was trouble with cutting near the end of the device. There was delamination of the inner liner 4.5 cm to 9 cm from the separated end. Analysis determined that user error contributed to the clinical observations.

Event description:
It was reported that during an implant procedure the distal tip of this inner catheter broke off during the cutting process and initially remained loose in the outer catheter. The broken piece which measures approximately 2-3 cm was accidently pushed into the coronary sinus with another inner catheter where it remains. The physician reported that the coronary sinus was large and the catheter piece was in a stable position and did not appear likely to move away from that position.